Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital equipment (B)(4) and any medwatch reports were submitted under (B)(4) from 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under (B)(4). On 2018-feb-06 arjohuntleigh received information about an event which occurred with the involvement of marisa passive floor lift and clip sling in (B)(6). It was reported that during the patient transfer from horizontal to seated position, the right leg clip detached from the lift's hanger bar. As a consequence, the patient (male, (B)(6)) sustained a light head trauma and bruise to the right shoulder. The event occurred in the hospital, the resident was hospitalized and had to rest. According to arjo representative statement from the incident description form (idf) the clip detachment probably occurred, when the patient's weight was not fully suspended on the lift. Based on arjo representative evaluation of sling and lift involved, both of them were found: "old but in fair condition". The marisa lift was fully functional: "old hoist but in use inside the wards". It was not possible to recreate the event. When reviewing similar reportable events registered during last 5 years with similar fault description (clip detachment), we have found a limited number of cases. Every arjohuntleigh sling and lift is supplied with instructions for use (IFU). The marisa IFU (kgx00660 rev.3) indicates the steps of proper lifting process and also points out: "always check that the sling attachment clips are fully in position before and during lifting cycle, and in tension as the patient's weight is gradually taken up." "The marisa must only be used in accordance with these operation instructions. Any person using the marisa must first read and understand these operating instructions." "Lift the patient using the handset control, and adjust him/her to a comfortable position for transfer." Based on the product knowledge and a simulation, it comes forward that when the labeling is followed and the sling is placed in the correct way and the instructions of using the system is followed, there is no possibility of a patient drop or other adverse event during the transfer of the patient with the sling and lift. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Review of similar complaints, reported in the past confirmed that this failure is only possible to occur when the labeling is not followed. To conclude, the system - clip sling and lift was used for patient's care and in that way contributed to the alleged event. No defect has been found within the clip, but since the sling clip detached from the spreader bar, it can be stated that the system did not meet its performance specification. We report this event to competent authorities based on the potential for serious injury if the incident would to recur: clip sling detachment upon the transfer.

Event description:
On 2018-feb-06 arjohuntleigh received information about an event which occurred with the involvement of marisa passive floor lift and clip sling in (B)(6). It was reported that during the patient transfer from horizontal to seated position, the right leg clip detached from the lift's hanger bar. As a consequence, the patient (male, (B)(6)) sustained a light head trauma and bruise to the right shoulder. The event occurred in the hospital, the resident was hospitalized and had to rest. According to arjo representative statement from the incident description form (idf) the clip detachment probably occurred, when the patient's weight was not fully suspended on the lift. Based on arjo representative evaluation of sling and lift involved, both of them were found: "old but in fair condition". The marisa lift was fully functional: "old hoist but in use inside the wards". It was not possible to recreate the event.